Event description:
Medtronic received a report that when treating the aneurysm, after the microcatheter was in place and several qc-12-40-3d-cn and qc-10-30-3d-cn coils were inserted, when the qc-8-30-helix-cn coil was being delivered, the coil got stuck in the middle of the microcatheter and could not be pushed further, so it was withdrawn from the body and the qc-8-30-3d-cn coil was successfully delivered and filled. The remaining coils were subsequently filled in to end the operation. The coil was stuck in the middle section of the catheter. There was no damage to the coil or catheter. Additionally reported that the cause of the resistance was not determined. The coil came out of the introducer sheath smoothly. There was no kink/damage to the coil observed after removal. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery ophthalmic artery aneurysm with a max diameter of 13 mm and a 8 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Ancillary devices include a 8f guilding guide catheter, synchro 14 guidewire.

Manufacturer narrative:
Product analysis qc-8-30-helix-cn, item:10,lotno:s24dm005c as found condition: the axium device was returned for analysis within a shipping box, within an unsealed plastic biohazard pouch, within an opened axium inner pouch and within a dispenser coil. The already detached implant coil was also returned within the opened inner pouch. The echelon-10 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the axium pusher was found kinked at ~157.3cm from the proximal end. The coin was found still against the lumen stop and the shield coil was found undamaged. The retainer ring was found damaged. The already detached implant coil was found stretched. No damages were found with the detach element or detach element ball. Testing/analysis: the axium coil could not be used for resistance testing due to the damaged condition and due to the implant already detached. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, or tortuous anatomy. Customer reported devices were prepared per IFU, and vessel tortuosity as normal. Therefore, the root cause could not be determined. The returned axium coil was found stretched and the pusher was found kinked. The customer reported the coil came out of the introducer sheath smoothly during preparation and there was no damage to the coil, therefore, it is likely the damages occurred due to advancing against/retracted the reported resistance. The implant was found already detached. It is likely the damaged retainer ring caused the detach element to slip out, detaching the implant. The retainer ring potentially was damaged due to manipulation against the reported resistance. As the echelon-10 micro catheter used in the event was not returned for analysis, any contribution of the echelon-10 micro catheter towards the resistance could not be assessed. Customer reported the micro catheter successfully deployed a different coil after the event. The axium coil is compatible for use with the echelon-10 micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.